Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 368 mg/dl and customer was alleging the insulin pump of under delivery of insulin. The customer's other blood glucose was 450 mg/dl, over 300 mg/dl, 332 mg/dl, 455 mg/dl, over 600 mg/dl, 368 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, headache. The customer was treated by emergency room service, emergency room, intensive care unit, insulin drip, fluids, morphine in hospital. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will not be returned for analysis.